Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the cause of shortness of breath and cough was pulmonary congestion related to trial-chemo medication. Arrythmia in this event did not result in clinical compromise. The patient had a history of ventricular tachycardia and ventricular fibrillation prior to left ventricular assist device (lvad) implantation. The arrhythmia in this event was not thought to be device or therapy related but related to electrolyte imbalance. The patient had an implantable cardioverter-defibrillator implanted prior to vad. The arrhythmia resolved. The patient repleted low electrolytes and resumed spironolactone.

Event description:
It was reported that the patient called the emergency phone with shortness of breath (sob) and coughing. They presented to an outside hospital (osh), where potassium level was 2.9 and there was non-sustained ventricular tachycardia (nsvt). The patient had self-discontinued spironolactone. They then transferred to the implanting center. An echocardiogram revealed ejection fraction (ef) of 25-30%, right ventricle (rv) mildly dilated, and inferior vena cava (ivc) dilated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.